Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and lidstock for investigation. Visual examination revealed one sheath tab was separated from the sheath. A portion of the sheath body remained within the hub. The separation points appeared rough and jagged. The sheath had been completely torn down both seam lines. The total length of the sheath body measured to be 2.8125" which is within specifications of 2.625-2.875" per product drawing. A manual tug test confirmed the remaining tab was fully secured to the sheath body. Manufacturing was previously consulted about this type of damage and they indicated that the observed damage is related to the molding process. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, "grasp tabs of peel away sheath and pull apart, away from catheter, until sheath splits down entire length." The reported complaint that the peel away tabs broke were confirmed through complaint investigation. Visual examination revealed one sheath tab was separated from the sheath. Based on the customer description and the sample received, manufacturing likely caused or contributed to this event. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "dilator split when removing from the patient". No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported "dilator split when removing from the patient". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "dilator split when removing from the patient". No patient harm reported. The patient's condition is reported as fine.